Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately (B)(6) ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that two limbs disconnected from the main device. The patient was admitted emergently and had CT imaging done the next day. The patient was flown by helicopter to another facility and arrived late in the evening. A balloon was placed up the left femoral artery to maintain control of bleeding and cannulated the limb on the right in order to bridge the contralateral limb which had disconnected from the main body. A limb extension had also disconnected on the other side and pulled up into a common iliac artery aneurysm and this was also bridged. Following the procedure the patient's blood pressure dropped, so the physician gained access with a catheter to perform an angio run. At this point, it was noted that the new limb distal extension that had been placed in the external iliac artery by 2cm had pulled up and it was sitting above the internal iliac artery bifurcation 1cm above. The patient expired early the next day. Films at implant show that the ipsilateral limb and extension were placed on the left side. The contralateral and extension were on the right side. The amount of extension overlap appeared to be minimal; approximately 1 - 2 stent rings bilaterally. There appeared to be appropriate overlap at the contra/bifur gate. The proximal neck was severely angulated. Cta and 3d recon 4 days post-implant show that there appears to be minimal overlap between the ipsilateral and contralateral extensions; approximately 1 - 2 stent ring' overlap on the contralateral (right) and approximately 1 stent ring overlap on the ipsilateral (left). Just distal to the overlapping junction each extension is highly angulated within each iliac artery. No obvious endoleak is seen. Angiogram at the emergent repair for the reported bilateral limb disconnection was reviewed. The returned images show that additional limbs were implanted to bridge the reported disconnection; images of the disconnection prior to repair were not returned. Following treatment no obvious endoleaks were observed.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, endoleak, rupture), patient's condition affected effectiveness of device (development of iliac aneurysm). Conclusion: device failure/lack of effectiveness related to patient condition (development of iliac aneurysm).